Event description:
It was reported that the pump was not accepting cartridges. There was no reported impact to customer's blood glucose. Reportedly the customer had an alternate pump for insulin therapy.